Event description:
(B)(6) was notified of a potentially reportable complaint involving a product for which (B)(6) is not the original equipment manufacturer of the reported device. The customer alleged a manufacturer hill-rom stretcher, serial number unknown where the mattress could slide off the litter surface. Please find additional contact information below. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).